Event description:
Boston scientific crm received information that this pacemaker and these dextrus leads were explanted, due to an infection of the pocket. No adverse pt effects were reported. Implant, explant and event dates were not made available.